Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was had their unit replaced due to falls. No symptoms were reported. No further complications were reported or anticipated. [Omitted information from (B)(4)-3rd ins, falls, loss of therapy and (B)(4)-2nd ins fall, replaced].